Manufacturer narrative:
As received, an implantable cardioverter defibrillator was returned for patient death above normal elective replacement indicator. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-15804, 2017865-2019-15805. It was reported that the patient has deceased. There was no allegation from a healthcare professional that the death was related to the biventricular implantable cardioverter defibrillator system. The cause of death was unknown.